Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test.

Manufacturer narrative:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the runtime test on the cs300 intra-aortic balloon pump (iabp) the battery had a run time of 90 minutes. In order to fix the issue, the fse replaced the batteries. The unit was then cleared for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data : b5, b6, b7, d5, d10, e1 ( name, email), e2, e3, g2, h6 ( clinical & impact code).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.